Event description:
It was reported that shaft break occurred. A 32 x 2.25 promus premier¿ stent was selected for use to treat the lesion. During unpacking of the device, the nurse noted that the shaft was broken approximately more than 15cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken at the point of a severe kink. The hypotube broke 244mm distal from the strain relief. The hypotube may have broke due to the application of excessive force which may have initially kinked the device and then resulted in the hypotube breaking. A visual examination of the stent found no issues with its profile and no issues were noted with the outer and mid-shaft section of the device. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 32 x 2.25 promus premier¿ stent was selected for use to treat the lesion. During unpacking of the device, the nurse noted that the shaft was broken approximately more than 15cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.